Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/12/2021. H.6. Investigation: samples and photos received for investigation. 16 physical samples from the customer were received which were sent to the quality control laboratory for inspection, based on visual and functional tests carried out, it can be concluding the following: there is no damage nor defect on the physical samples that could affect the product functionality, also, leakage test was performed, air bubbles generation were not detected, therefore defect reported by the customer is not confirmed. Furthermore, during the documentary review of the batch 0332006 no quality events record in the product manufacture were found, the batch was inspected and later released accordance with the valid work instruction. The defect was not confirmed, and the root cause could not be determined. Chc was performed and this is the 1st related complaint for air bubbles on the provided lot number 0332006.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had air bubbles in it during use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "bubbles in syringe, possible issue with tip".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had air bubbles in it during use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "bubbles in syringe, possible issue with tip."